Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. "Foreign matter adheres to the nozzle" - the foreign material found in the nozzle was confirmed. However, the foreign material could not be identified. The root cause of the event could not be determined. 2. The plastic distal end cover burnt" - it is likely the event may have occur if a high-frequency treatment tool was used without securing a sufficient distance from the tip of the scope. However, despite repeated requests to the customer, no information was obtained. The root cause of the event could not be determined. - incident 1 by following the following items in the IFU, the user can prevent the occurrence of this event1. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. - incident 2 by following the following description of the IFU, the user can detect the event 2. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. By following the IFU's description, the user may be able to prevent the occurrence of this event2. Operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the investigation. It was observed during the device inspection, that the colonovideoscope exhibited the plastic distal end cover burnt there were no reports of patient involvement.